Event description:
Reportedly, fired to remove a segment of rectum for lar. The surgeon squeezed the handle and then confirmed the return of the handle to the proper position. After that he/she squeezed it for the second time and then confirmed its lock, then cut the segment. But staples were not placed. After that, he/she started squeezing again the handle, staples started to come out from the jaws then stopped squeeze immediately. Nothing fell into the patient cavity. The surgeon performed an additional resection of rectum with an end gia device. No excessive bleeding. Sex: unknown. Procedure: lar double staple.